Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the cubie drawer 6 was not detected and closed due to a loose latch sensor. Resecured the sensor and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed, and station was not working. Customer tried to restart the drawer, but issue doesn't resolve. The customer stated that this malfunction when unable to access the medication to patients. However, there were no delay or adverse events or injuries reported based on this event.